Manufacturer narrative:
RMA (B)(4) has been issued for the return of the device. Lift chair model lc12 serial number (B)(4) is approximately 5 years old. The user manual part number 53000m565 rev.1/96 was issued with the device. It is unknown if the consumer has fully read and understands the users manual. The following safety warnings are provided in the safety summary on page 1. It is unknown if there was damage to the pendent or power cord. The following warning is provided: "warning - inspect the chair for any damage, i.e., nicks, tears or frame damage. Check pendant and cord for breakage or damage. If any of these conditions exist, do not attempt to use the chair. Contact the dealer/carrier for further instruction." It is unknown if the consumer was being pushed in the chair. The following warning is provided: "warning - do not move the chair when occupied." The consumer's technique using the chair is unknown. The following warnings are provided: "warning - do not stand on the ottoman when entering or exiting the chair. The chair will tip and bodily injury may occur. Do not sit on the ottoman. It is not designed as a seating area. Always leave chair in an upright (closed) position when not in use. Do not leave the chair in the standing position. The pendant control switch is designed to be operated by the occupant only." It is unknown if there was additional loading to the chair. The following warning is provided: "warning - do not operate the seat lift movement of your chair with anyone seated on your lap or on the arms of the lift chair/power recliner." Do not allow children to play on or operate the chair. The ottoman folds down on closing; a child could sustain injury. Keep hands and feet clear of ottoman and scissors mechanism. Ensure that legs and arms do not come in contact with moving parts of the chair. If it is necessary to retrieve items that may have fallen under the chair, make certain the chair is unplugged before proceeding. When sitting on elevated chair, center your weight in the chair. The weight limitation is provided. The weight of the consumer is unknown. - invacare recommends that the lift-out chair/power recliner should not be used for individuals weighing more than 250 lbs. (113.5 kg). It is unknown if maintenance was being performed at the time of the smoke. The following warning is provided on page 2: "warning - before any maintenance is attempted, unplug the lift-out chair/power recliner from electrical outlet."

Event description:
The dealer alleges the hand control is smoking and has sparks. No injury is alleged.